Event description:
It was reported the recharge time of the ipg had increased and stimulation was not as powerful as it used to be. As a result, the pt's ipg was explanted and replaced. The replacement ipg resolved the pt's issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.